Manufacturer narrative:
The field service engineer found damaged tubing. The tubing was replaced. An instrument check was performed and the results were correct. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they had several probe errors on the cobas 8000 e 801 module. The reporter repeated controls and all were outside of range high. Patient samples were repeated and one patient sample had discrepant results for the elecsys testosterone ii assay and the elecsys estradiol iii assay. No incorrect values were reported outside of the laboratory. The sample initially resulted with a testosterone value of > 1500 nmol/l, which repeated as 7.28 nmol/l. The sample initially resulted with an estradiol value of > 3000 pg/ml, which repeated as < 5 pg/ml. The testosterone and estradiol reagent lot numbers and expiration dates were requested, but not provided.